Event description:
It was reported that the patient was not heating on the arctic sun device. The patient target temperature was 35c and the nurse thought that should be 33c and adjusted it. Then nurse learned that did wanted a target temperature of 35c and adjusted the target temperature again but the patient's temperature was not coming up. The patient temperature was 31.5c, the water temperature was 40c and the temperature reading via esophageal probe and the swan read was at 88.7f (31.5c). There was good flow and fit to artic gel pads, trend had arrows down, the patient was on continuous renal replacement therapy and a warmer was not in use. The user stated that would start a warmer and increased high water limit to 42. A nurse called back the same day stated the arctic sun device received alarm 115 (prolonged warm water exposure) three times. Ms&s stated the alarm was a safety alarm alerting nurse to assess patient's skin underneath the arctic sun pads and would have press start to resume the therapy. Ms&s asked if they started a warmer as previously discussed and the user stated the would follow up with the physician about turning up the warmer on the continuous renal replacement therapy. The user stated that the patient had a hard time warming. Ms&s confirmed the device was working to get the patient temperature up and had increased 2 degrees since the initial call.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. The patient target temperature was 35c and the nurse thought that should be 33c and adjusted it. Then nurse learned that did wanted a target temperature of 35c and adjusted the target temperature again but the patient's temperature was not coming up. The patient temperature was 31.5c, the water temperature was 40c and the temperature reading via esophageal probe and the swan read was at 88.7f (31.5c). There was good flow and fit to artic gel pads, trend had arrows down, the patient was on continuous renal replacement therapy and a warmer was not in use. The user stated that would start a warmer and increased high water limit to 42. A nurse called back the same day stated the arctic sun device received alarm 115 (prolonged warm water exposure) three times. Ms&s stated the alarm was a safety alarm alerting nurse to assess patient's skin underneath the arctic sun pads and would have press start to resume the therapy. Ms&s asked if they started a warmer as previously discussed and the user stated the would follow up with the physician about turning up the warmer on the continuous renal replacement therapy. The user stated that the patient had a hard time warming. Ms&s confirmed the device was working to get the patient temperature up and had increased 2 degrees since the initial call.